Manufacturer narrative:
Device evaluation summary completed on (B)(6) 2019: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered two rents. Rent a measuring 2.1 cm approximately located on the posterior aspect and rent b measuring 0.3 cm on the anterior view. Microscopic examination of the edges of both rents revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. At this point, is not possible to determine the etiology of the brown material found on the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/18/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right-mentor smooth round high profile, 330cc saline breast implant, serial number (B)(4), catalog number 3503330. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile, 330cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
On 1/28/2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).